Event description:
(B)(4) issue: (B)(6) reported to customer service on (B)(6) 2022 that while onsite at (B)(4) at peregrine eye and laser institute that dr. (B)(6) reported aposterior capsule rupture on patient #: (B)(4). Dr. (B)(6) performed an anteriorvitrectomy and placed a standard lens. Dr. (B)(6) felt this was not laser related and he was having issues with his phaco handpiece from the start ofthe case.

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: (B)(6) reviewed the open call for (B)(4): case #: (B)(4) - od centration was superior/nasal with minimal suction applanation to the eye. Small chamber detected and approved by surgeon. Lens density was determined to be a cat 1. Capsulotomy begins at frame #3 with completion at frame #6. Fragmentation treatment starts at frame #14 with continued movement of the eye. Ak begins at frame #30 and cci begins at frame #42. Root cause: patient movement throughout treatment results in an unstable capsulotomy.